Event description:
It was reported by the pt that, " thirteen months after a stress test, pt continues to have hyperpigmentation of the skin on their rib and chest areas (5 marks) where the ECG electrodes had been placed".